Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Additional information requested: how was it determined that the patient had an arterial bleed? (What symptoms did the patient have?) Was the bleeding controlled? 2nd procedure? Transfusion? ¿ monitored with no action? Was the surgeon able to determine where the bleeding was from? Was the bleeding from an area that the nslg2s35a was used on? Where was the nslg2s35a device being used? What were the sizes of the arteries/vessels that were being taken? Was the tissue thick, dense and fibrous? Did the surgeon hear the tone changes? How long has the surgeon and account been using the gen11 and the nslg2s35a?

Event description:
It was reported that following a laparoscopic right hemicolectomy procedure there as arterial bleeding after a few hours after surgery. The patient was placed in intensive care. During surgery there was no bleeding. Patient is well now. No further information is available. Device has been discarded.